Event description:
The line was placed in 2008 and removed on the next day because it broke 1" from the connector. The line migrated, but was removed without incident. The facility does not feel this was a manufacturing issue, they feel it was a nurse error.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. The 4 fr groshong PICC tubing was severed approximately 0.2 inches from the distal tip of the strain relief oversleeve. The distal segment of the catheter was not returned for eval. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #resa0785 showed no other similar product complaint(s) from this lot.